Event description:
The report from the affiliate indicated that during a coronary stenting procedure on a male patient, after successfully implanting three (3) cypher 2.5x18mm stents, while attempting to deliver a fourth cypher 2.5 x18 mm stent the physician was unable to access the sinus-atrial (s-a) node artery target lesion. The lesion was pre-dilated. The physician had previously been unable to access this lesion using an unk bare metal stent (bms). While attempting to remove the cypher stent delivery system (sds), the stent dislodged in the previously implanted stents. No attempt to retrieve the device was made, the vessels heavily flexed anatomy. The stent was implanted inside the previously implanted stents in the proximal circumflex, obtuse marginal (om), and distal circumflex lesions using 1.5 mm and 3.0 mm balloons with unk balloon length and unk inflation times/durations. Ivus was done. The physician did not make any further attempts to treat the target lesion. The index procedure was an elective case. The target lesion extended from the proximal circumflex, om branch, distal circumflex, postero-lateral branch and the s-a node artery. The lesion was reported to be: a restenosis of a lesion previously treated by percutaneous transluminal coronary angioplasty (ptca), heavily calcified, heavily tortuous, and a 90% stenosis. The lesion was pre-dilated with an unk balloon with unk inflation times/pressure. The lesion was then treated by rotablator. A total of three (3) cypher 2.5 x 18 mm stents were implanted successfully from the distal end of the lesion in overlapping fashion. A lesion distalto the previously implanted stents was then noted.

Manufacturer narrative:
Please note that device (lot # i0906069) is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.